Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform (sn: (B)(4) was displaying error message user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). The customer tried to reposition the patient; however, the error message persisted. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.

Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. The customer reported complaint for the autopulse platform displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during fictional testing. The root cause of the reported issue was due to defective load cell 1. The load cell 1 was replaced to remedy the fault. During visual inspection damaged short black cover was noted. No significant discrepancies were found in the archive data. During load cell characterization, the load cell 1 was found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The short black cover was replaced after which the platform passed both the run-in and final functional testing.